Manufacturer narrative:
(B)(4). Batch #: unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the clips were scissoring. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 4/22/2021. H2: additional information received: sales rep reported during a conference call the er420 device was used to clip bleeding staple lines. Engineering team advised that the IFU (instructions for use ) includes warnings and precautions statement to not fire device over another clip or instrument that can damage or yield the device jaws, resulting in malformed clips.

Manufacturer narrative:
(B)(4). Date sent: 5/13/2021. D10: concomitant med products: plee60a. H2: additional information received: what stapling device was used on this procedure (product code)? Plee60a. Was clipping on staple line routine part of procedure ? Yes, sales rep reported the clipping along staple line is routine practice for surgeon at this facility and no quality issue is being reported by surgeon regarding the stapler. Was slr used on this procedure? No.